Event description:
It was reported that low sensing and high capture threshold were observed. X-ray found the lead was not deployed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.